Manufacturer narrative:
The device is not available for investigation. However, a photo was provided which is pending evaluation. E1: complete facility name: (B)(6).

Manufacturer narrative:
A photo was returned showing leakage from the cassette. No samples were returned for investigation. The reported complaint on the 123390488 primary plum set can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13588961 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The incident involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch for which the reporter stated that the clip on the photophobic set was broken. There is unknown patient involvement and no patient harm.